Event description:
It was reported that this pacemaker was found to be operating in safety mode. The pacemaker replacement was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.